Event description:
It was reported that pericardial effusion, cardiac perforation and cardiac tamponade occurred.A left atrial appendage (LAA) closure procedure was being performed, and a 24mm WATCHMAN FLX Closure Device was selected to be used. The patient had a bilobate anatomy with different pectinate. During the procedure, while the physician was recapturing the closure device to achieve a better implant position, a pericardial effusion was identified. It was then determined that the closure device had been deployed within the pericardium. The physicians performed a pericardiocentesis, and the patient was transferred to cardiac surgery. During surgery, the blood drained from the pericardium was transfused back to the patient, the LAA was ligated, the perforation was repaired, and the closure device was explanted. No further information was provided.